Event description:
A healthcare professional reported that during a cataract surgery with intraocular lens (iol) implant procedure, a haptic broke while advancing the lens to the implantation position. The surgery was completed on the same day by using a lens of the same model and diopter from the same company. There was no patient contact.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).